Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Initial report:

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "ventilator shutdown during patient use. Patient was in the MRI suite and the ventilator stopped actively ventilating. Air was going into the circuit but not reaching the patient. The error message read expiratory flow sensor failure.". It is not known if the device was positioned too close to the MRI scanner. There is need for medical intervention reported. Hamilton medical ag has not received any further information on this. No harm to the patient, user or third party has been reported.